Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced. The patient's condition was stable during and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information indicates that the lead exhibited high thresholds.